Manufacturer narrative:
Patient identifier: (B)(6). Weight, ethnicity, race:unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.0 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced within the same surgery and the problem resolved. There was no patient injury. Cause was unknown.